Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been replaced a couple of times due to infection. It was noted, the infection was at the end of february beginning of (B)(6) 2013. It was noted, the second time the battery was replaced was during the same week due to infection. It was noted they ¿scraped it all out¿ and put it back in. It was noted ¿it did not work and they put it on the other side and ended up pulling the whole thing.¿ it was noted, the patient had strep in his blood stream. It was noted, the patient¿s whole system was replaced once.